Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem in the error log. The fse was not able to reproduce the problem running test samples since the system was operating upon his arrival. The fse cleaned and re-lubricated the substrate mechanism and operated substrate performing prime and substrate replacement operations. The system operated as expected without error. Customer had controls ready to run. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 28jan2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period error messages states the following: [2044] substrate dispensation control start delay. Cause: substrate dispensation control operation failed to complete within the designated 18 sec. Cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of substrate dispensation. [2050] scheduler control start delay. Cause: scheduler control operation failed to complete within the designated 18 sec. Cycle. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is the substrate mechanism assembly required cleaning and lubricationevent.

Event description:
Customer reported an error 2044 substrate dispensation control start delay, error 2050 scheduler control start delay and substrate home overrun. The customer repowered the aia-2000 analyzer and was able to run a daily check but she was not able to order and run an assay. Customer indicated that the operation panel is grayed out. The customer does have a second analyzer to run the following day. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting estradiol (e2), progesterone (prog ii), intact parathyroid hormone (ipth), and cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.